Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that the permanent cautery hook (pch) instrument had a damaged spot on the insulating layer during inspection. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. No missing components observed. The instrument was returned with a reported complaint that does not affect functionality and is a part of the instruments design. The instrument had a missing input disk, however, this instrument does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state.

Event description:
Refer to h10/h11 for follow-up information.